Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of cause not established was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service) due to oversensing, and subsequent fracture. A new rv lead was implanted. Besides surgical intervention, no adverse patient effects were reported.